Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ems-gillespie biometric identifier was consistently failed for staff. Users were required to attempt sign-in multiple times before gaining access to the pyxis station. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system biometric identifier was failed. A field service engineer (fse) reseated biometric identifier cable, rebooted machine and tested in hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.